Event description:
It was reported that stent damage occurred. The target lesion was located in the femoral artery of lower extremity. A 8x60x120 epic vascular stent was selected for use. However, during unpacking, the stent struts were found to be kinked. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the epic vascular 8x60x120 was returned for analysis. The device was received with the stent fully constrained and undamaged in the correct position on the delivery system. A visual examination identified no issues with the tip of the device. A visual and tactile examination found the shaft of the device to be severely kinked at approximately 240mm proximal of the distal tip. This type of damage is consistent with excessive force being applied to the device. A visual examination identified no issues or damage to the handle of the device.

Event description:
It was reported that stent damage occurred. The target lesion was located in the femoral artery of lower extremity. A 8x60x120 epic vascular stent was selected for use. However, during unpacking, the stent struts were found to be kinked. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.